Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an "insert slide clamp" alarm was confirmed during evaluation. The cause of the problem was loose safety clamp sensor contacts. The safety clamp sensor contacts were cleaned and re-soldered to fix the problem.

Event description:
The facility representative reported a colleague/flogard infusion pump with an insert side clamp alarm. The event was reported to have occurred upon power up in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.